Event description:
Device malfunction: vessel locator wings collapsed. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device, attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, during the thumb advancer stroke, the vessel locator wings collapsed and the vessel locator button popped out. The vessel locator button was depressed again; however, the vessel locator wings collapsed and the device was removed from the patient anatomy. Manual compression was applied to achieve hemostasis. There were no adverse patient effects. No additional info was provided.

Manufacturer narrative:
The customer reported, the device was discarded. Review of the device history record for this lot did not produce any findings relevant to this report. Additionally, sterile devices from the same lot are expected to be returned. A representative sample will be evaluated and findings will be reported.